Manufacturer narrative:
The axium coil was implanted and pushwire has not been returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. ¿requests were made for the return of the device, but no correspondence has been received regarding the device.¿ the lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic received information that during the treatment a cerebral aneurysm measuring approximately 4mm located in the left mca (middle cerebral artery), it was reported that one axium 3d coil could not be detached with the instant detacher as well as with the manual detachment (breaking of the hypo-tube method, an alternative detachment method presented in the instruction for use). The coil was eventually detached outside the aneurysm by repeatedly pulling and pushing the pushwire. The physician attempted to insert a guidewire in order to push the coil into the aneurysm, but the coil moved into the aneurysm without any help. The procedure completed without further issue. No patient injury reported as a result of the procedure.

Manufacturer narrative:
(B)(4). The axium pushwire was returned for evaluation without the implant coil as it was implanted within the patient. As received, the axium pushwire appeared to have been twisted and tied into a knot. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The distal pushwire segment was found to be bent at four locations from its proximal end. Under the microscope, the coin was not located against the lumen stop, and the coil shield was present. The pushwire was intentionally broken at the manual detachment location, and the release wire was pulled out from this location for evaluation of the coin. The coin was measured in 3 locations per the drawing and was found to be within specifications. The outer jacket was then removed. The inner diameter of the lumen stop was found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. All other subassemblies appeared to be normal and no other anomalies were observed. The instant detacher and the implant coil were not returned for evaluation; therefore, any contributing factors from these could not be assessed. Based on the above findings, the customer report of "non-detachment" could not be confirmed. The axium pushwire was returned for evaluation with the implant coil already detached. The cause for the non-detachment could not be determined; however, the customer broke the pushwire at an incorrect location for manual method of detachment (via hypotube). It is possible that the coin pulled back from the lumen stop, the repeated repositioning, or the ovalized condition of the retainer ring may have contributed to the eventual detachment reported by the customer. All coils are 100% inspected for damages and irregularities during manufacture. Note: per the axium instructions for use (IFU), the user is instructed to break the pushwire distal to the break indicator for the manual detachment method (via hypotube). Also, the axium coil instructions for use(IFU) issues the following: warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil."